Event description:
It was reported that the patient had return of symptoms. The dye study done at the pump replacement procedure was inconclusive. The pump was replaced. The patient recovered without sequela and was doing well after the replacement. The device system was delivering lioresal. It was later reported that prior to the pump replacement, the patient had intermittent withdrawal symptoms of return of spasticity and itching. A cap (catheter access port) study was done with successful aspiration and dye dispersed into intrathecal space successfully. The pump logs were ¿ok¿. Eri (elective replacement indicator) was 2 years. The pump volumes had been accurate at refills. The patient had previously had great results so ¿something was awry.¿ the hcp (healthcare provider) had asked the surgeon to replace both the pump and catheter because of the intermittent nature of the symptoms and the inability to localize the problem, but the surgeon decided to only replace the pump because at surgery free flow of csf (cerebrospinal fluid) was noted.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4). Evaluation summary: the pump was returned for analysis. Analysis of the pump revealed "no anomaly found."